Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water channel appeared to be a white crystallin substance, believed to be an infacol (simethicone) type product but otherwise could not be identified. A definitive root cause of the observed issue could not be determined, however, due to an observed leak in the bending section, it is likely that proper device reprocessing could not efficiently be performed. The event may be detected/prevented by following the instructions for use sections below: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the olympus gastrointestinal videoscope had a hole at the distal end. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was contamination in the air and water channel. There was no report of patient injury or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a worn distal cap. In addition to the reportable malfunction documented in b5, additional evaluation findings are as follows: the light cover glass adhesive was worn, the optical cover glass adhesive was worn, the distal end adhesive was lifting, the bending section cover was leaking, and the device had a misty image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.